Event description:
Hosp employee noticed a pt's pca button accidently mistaken for a nurse call button. Abbott and rauland utilize the same design in their hand held pt cords/buttons. The buttons are of a different color; however, in a darkened room this error is relatively easy to make.